Event description:
When attempting to place a cypher select plus stent at a lesion in the right coronary artery (rca), the stent dislodged in the wrong location and needed to be retrieved and placed at an unintended location. The patient is a female who was admitted to the hospital suffering of chest distress for one week. Coronary angiography was performed and a 95% stenosis of the rca was discovered. Coronary intervention was performed. Access was made from the brachial artery. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated with a fire star 2.5x20 balloon. After proper inspection and prep, a 3.5x13 cypher select plus stent was advanced to the lesion. There was no difficulty advancing the stent delivery system (sds) over the guidewire or crossing the lesion with the sds. When the physician attempted to deploy the stent, he found the stent had dislodged. The physician retrieved the balloon of the sds and advanced a dura star 4.0x10 balloon and inflated the balloon in the front of the stent, and retrieved the stent through a transradial approach. The stent was retrieved and placed at the brachial artery. Then 3.5x18 cypher select plus stent was placed in the rca lesion and post-dilated with a 3.0x15 dura star balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.